Manufacturer narrative:
The coil was not returned. The device positioning unit (dpu) passed electrical testing. The detachment fiber received heat and melted. Therefore; the root cause of the coil not being able to be detached inside the aneurysm cannot be determined. In addition; without the return of the complete detachment system and the coil used in the procedure; it cannot be determined if these components contributed to the complaint event. Additionally, a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore no action is taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
After placement of the coil in the aneurysm, it was not possible to detach the coil.